Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor wire was inserted at the abdomen on (B)(6) 2015. Additional information was received from the patient on (B)(6) 2015, stating that the sensor wire was found partially in her skin. Patient stated she did not realize this until after she initially reported the missing sensor wire. Patient stated there was no pain or discomfort at the insertion site. No additional event or patient information is available.